Event description:
It was reported that there was a loss of therapeutic effect. The patient had stopped using the device because she was having issues with it. The patient had begun having problems with the device after the replacement. When the patient turned the programmer on it would kick her in the knee. The patient had gone back to their healthcare professional to have it reprogrammed but the problem had persisted, the implantable neurostimulator (ins) was never able to be programmed right. The patient had eventually gotten frustrated and just stopped using the device. The patient had no complaints with the product but it had sounded as if the product was just not working correctly. Patient¿s symptom location was throughout the body. The patient¿ status was good and the patient had inquired about having the device explanted. No outcome or intervention was reported. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# l78447a, product type: lead. Product ID 7438, serial# (B)(4), product type: programmer, patient. Product ID 7495-51, serial# (B)(4), product type: extension. (B)(4).